Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One tr band was returned for assessment. The sample was subject to visual analysis. There are no damage or deformities on the band. The small and large balloon assembly is partially separated at the weld. The complaint can be confirmed for small and large balloon damage. The exact root cause cannot be determined. It is likely the balloon separation occurred during preparation for the procedure as all tr bands undergo leak testing before being released from terumo control. Manufacturing was notified of the issue. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A3b: gender: n/a. A4: weight: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: md pgy-1. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that at the conclusion of a radial to peripheral case, the resident applied the tr band on the patient's left arm. However, it was noticed that the band did not inflate. 18cc of air was in the syringe and the band was properly over the access site. It was instructed to the resident to remove the band, and another band from the same box was used. There were no issues with the second band and the patient was moved to recovery. There was no blood loss with the first band as the sheath was still in place and never removed. The procedure was radial access. There was no patient injury and/or medical or surgical intervention required.